Manufacturer narrative:
Initial reporter: state, province, or territory: (B)(6). The reprocessor was evaluated by olympus and passed functional testing. The customer provided additional information regarding the cleaning, disinfection and sterilization (cds) processes performed at the customer site. It was determined that the customer was performing pre-cleaning on the scope properly. Scopes were not found to be incorrectly reprocessed and then used for the next procedure. The water filter is replaced every month, the customer uses a test strip to test the disinfectant and the customer performs routine maintenance per the instructions for use (IFU). Additionally, the reprocessor is stored in a clean place and the customer dries it after use and closes the lid every day. Per the customer, it is always in use and therefore, not stored long term. Although requested, the model number and serial numbers reprocessed by this reprocessor and microbial sample tests have not been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is obtained.

Event description:
The customer reported to olympus, that a water sample taken from the endoscope reprocessor had bacteria in it. The sampling occurred prior to use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device instructions for use (IFU): "troubleshooting and repair. Problem: bacteria were detected as a result of culture test of a reprocessed endoscope. Possible causes ¿ expiration of service life of filters, degradation of disinfectant solution, etc. ¿ water supply piping is not disinfected. Remedial actions inspect the equipment as described in chapter, ¿inspection before use¿, preclean the endoscope and put it through the reprocessing process again from the beginning. If bacteria are detected again in the next culture test, contact olympus." Olympus will continue to monitor field performance for this device.